Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device exhibited a red cross and beeping after a preventive maintenance was performed. The fse evaluated the device onsite and concluded that the device is unreliable and cannot be repaired. Since, the device will not be repaired, and new heartstart intrepid devices are already on order, the customer has decided to remove this device from service. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device cannot be repaired and has been removed from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited problems with a red cross and beeping since maintenance. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.